Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty autocal valve on the smart pneumatic module. The smart pneumatic module was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "runtime calibration failure - 1051" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.